Event description:
It was reported that a revision surgery was performed. On inspection the constrained poly was found broken as well as the locking ring.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A clinical evaluation noted that the provided image and the reported intra-operative findings support the complaint of the fractured locking ring and possible dislocation. However, without further clinical relevant patient history and analysis of the explanted components the root cause of the reported event remains unknown. The patient impact beyond the revision surgery with the minor surgical delay and an expected brief convalescence period cannot be determined. No further medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.